Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement rtc memory ic on the cpu board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected patient monitoring. No patient injury was reported.